Event description:
Reported that the valve is staying open and leaking. The pt was reported to have line sepsis. Peripheral draw returned gram positive cultures. The pt was treated with IV antibiotics and the line had to replaced. The pt has a PICC line (peripherally inserted central catheter) and groshong catheter. The physician order for flushing is 10cc of saline before and after infusion and 5cc of heparing after the infusion; the pharmacist did not think that the pt was following the flushing order.